Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 5/12/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cassette not attached error was found in the event history log but was unable to be replicated through testing. However, a delaminated downstream occlusion (dso) seal was found. The dso seal was replaced to fix the issue.